Manufacturer narrative:
Race-ethnicity: unk. No similar complaint event(s) within associated lots were found.claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm micl 12.6 implantable collamer lens of -12.5 diopter was implanted into the patients right eye (od) as an exchange lens on (B)(6) 2022. Transient loss of bcva was observed. "Patient 3 day post-op cornea edema, he will improve as edema lowers." Cause is reported as unknown. See MFR # 2023826-2022-00853 for initial lens.

Manufacturer narrative:
H1: corrected. Claim #(B)(4).